Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while patient was in the cath lab undergoing intra-aortic balloon (iab) therapy a 'no pressure source available¿ alarm was generated and there was a lack of fiber-optic (f.o.) Signal. The nurse was instructed by the service specialist to unplug and reconnect fo cable but the alarm persisted. The service specialist explained the need for arterial source via fluid lumen and how to level and zero that line. In the course of doing this the nurse was having trouble acquiring consistent waveform but line was flushing. The nurse stated that blood was backing up into central lumen when active flushing ceased and that pressure set was appropriately applied and stopcocks open. The service specialist reconfirmed importance of keeping the inner lumen patent with flushing and pressure set. The nurse stated that pressure was being applied to insertion site and that must be the cause for lack of consistent waveform. The service specialist explained the necessity for zeroed arterial waveform to achieve good timing and the nurse stated it would be done when possible. Upon follow up the nurse stated that the iab was discontinued and that the patient was stable. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while patient was in the cath lab undergoing intra-aortic balloon (iab) therapy a 'no pressure source available¿ alarm was generated and there was a lack of fiber-optic (f.o.) Signal. The nurse was instructed by the service specialist to unplug and reconnect fo cable but the alarm persisted. The service specialist explained the need for arterial source via fluid lumen and how to level and zero that line. In the course of doing this the nurse was having trouble acquiring consistent waveform but line was flushing. The nurse stated that blood was backing up into central lumen when active flushing ceased and that pressure set was appropriately applied and stopcocks open. The service specialist reconfirmed importance of keeping the inner lumen patent with flushing and pressure set. The nurse stated that pressure was being applied to insertion site and that must be the cause for lack of consistent waveform. The service specialist explained the necessity for zeroed arterial waveform to achieve good timing and the nurse stated it would be done when possible. Upon follow up the nurse stated that the iab was discontinued and that the patient was stable. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that while patient was in the cath lab undergoing intra-aortic balloon (iab) therapy a 'no pressure source available¿ alarm was generated and there was a lack of fiber-optic (f.o.) Signal. The nurse was instructed by the service specialist to unplug and reconnect fo cable but the alarm persisted. The service specialist explained the need for arterial source via fluid lumen and how to level and zero that line. In the course of doing this the nurse was having trouble acquiring consistent waveform but line was flushing. The nurse stated that blood was backing up into central lumen when active flushing ceased and that pressure set was appropriately applied and stopcocks open. The service specialist reconfirmed importance of keeping the inner lumen patent with flushing and pressure set. The nurse stated that pressure was being applied to insertion site and that must be the cause for lack of consistent waveform. The service specialist explained the necessity for zeroed arterial waveform to achieve good timing and the nurse stated it would be done when possible. Upon follow up the nurse stated that the iab was discontinued and that the patient was stable. There was no reported injury to the patient.